Event description:
A us distributor contacted zoll on (B)(6) 2015 to report that a patient passed away on (B)(6) 2015 and had been treated prior to passing. The patient was at home during the event and it was reported that the patient's sister had performed CPR and called ems. Per review of patient download data, at 03:41:40am on (B)(6) 2014 the lifevest detected asystole. The ECG showed bradycardia at 18bpm degrading to asystole. At 3:41:56, an arrhythmia was detected, and the ECG showed asystole transitioning back to bradycardia. At 03:50:11, the device detected ventricular fibrillation (vf) and appropriately treated the patient for vf. The post shock rhythm was asystole. The patient received an inappropriate treatment at 03:51:10. The rhythm at the time of the treatment was asystole. Oversensing of a small cardiac signal contributed to the false detection. Asystole was detected six times between 03:52:38 and 04:13:09. The ECG showed severe bradycardia degrading to asystole with CPR artifact.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) is complete. As received, the belt was fully functional and able to detect and treat a patient. Monitor sn (B)(4) has not yet been returned to the manufacturer. Device evaluation of the monitor was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the death defibrillation event. Post-shock asystole is a known, low-frequency complication of defibrillation. Device manufacture date: monitor sn (B)(4) - 01/2014 (reuse) electrode belt sn (B)(4) - 05/2013 (reuse).